Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿pump ¿ error code¿. The unit was triaged and the reported issue could not be confirmed at this time however ¿pump ¿ no audible alarm¿ was confirmed. A trend has been identified and a CAPA has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician found the unit had no audio. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported an issue with their enteral feeding pump. Upon triage on (B)(6) 2017 the service tech found the unit had no audio.